Event description:
Vacuum failure and irrigation message during priming.

Manufacturer narrative:
Demo units, no lot traceability; discarded upon receipt. Updated MDR flowchart completed; DHR review of existing released lots does not indicate a mfg error; without an evaluation there is no determination of malfunction cause - refer to CAPA (B)(4) initiated october 2012 to investigate the numerous stopped working issues ((B)(4). A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage).